Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05133 / 05134).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels. The femoral head and acetabular cup were removed and replaced. A liner was implanted to complete the procedure.